Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that bd ultra fine¿ pen needle broke off in the consumer's skin. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 320109; batch no.: 7354645. It was reported the needle broke off in the consumer's skin. Consumer reported needle broke of his skin and stuck in his belly. He had to pull the needle out. No serious injury, did not seek medical attention. He does priming. He rotates the skin sight. He does not re uses the needle. Needle was straight during visual test. Sample available. Item# 320109; lot # 7354645; expiration date is not available.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needle broke off in the consumer's skin. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 320109, batch no.: 7354645. It was reported the needle broke off in the consumer's skin. Verbatim: consumer reported needle broke of his skin and stuck in his belly. He had to pull the needle out. No serious injury, did not seek medical attention. He does priming. He rotates the skin sight. He does not re uses the needle. Needle was straight during visual test. Sample available. Item# 320109; lot # 7354645; expiration date is not available.